Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. When the delivery system was removed from the pt, the capsule fell off. The pt had slight trauma and bleeding to the esophagus due to the clinician not turning off the suction. The healthcare provider confirmed that after removing the delivery system, a scope was used to make sure the pt's esophagus was fine. There was slight bleeding but no additional intervention was required. The pt had a second capsule placed and is doing well.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action-failure to detach, physician communication (03-december-2007).